Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. The review of the sterilization paperwork verified that this lot met all pre-release specifications. Conclusions: according to the gore tag thoracic endoprosthesis instructions for use (IFU), state that potential adverse events may include, but are not limited to reoperation and infection.

Event description:
On (B)(6) 2013, the patient was implanted with gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. On (B)(6) 2013, the fsa was informed the implanted tag device was infected from a spinal abscess. It was reported the infection was pre-existing. The source of the gram positive sepsis, staph aureus was an epidural abscess that was drained on (B)(6) 2013. The abscess extended from l3 to s1 and required a laminectomy, evacuation and a drain was left in place. It was reported, an open surgical repair was done (date unknown) after (B)(6) 2013: whereas, the infected ctag device was removed and the patient's arch was surgically rebuilt. The explanted device was discarded at the hospital and no images are available. The patient tolerated the procedure.